Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis with culture positive for e coli in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, further described as patient made a mistake. On (B)(6) 2011, the patient was diagnosed with peritonitis, requiring hospitalization. On (B)(6) 2011, the patient was treated with meropenum (250mg, once daily, ip) and tobramycin (20mg, once daily, ip). The root cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient was discharged from the hospital. At the time of reporting, the event of peritonitis was resolving, the remedial therapy of meropenum and tobramycin continued and dianeal pd2 ultrabag therapy was ongoing. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. The nurse did not report on whether the event of break in aseptic technique was related to dianeal pd2 ultrabag therapy.